Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -8.0/+1.5/075 (sphere/cylinder/axis), into the patient's left (os) eye on (B)(6) 2020. Reportedly, the lens rotated. It was repositioned but the problem was not resolved as it rotated again. The lens was then explanted.

Manufacturer narrative:
On 06-nov-2020 confirmation was received that the current claim is a duplicate of MFR file# (B)(4). Please disregard the current claim. Claim# (B)(4).